Manufacturer narrative:
The account replaced the trendelenburg valve and the bed will still not go into trendelenburg. Technician recommended that the account replace the hydraulic manifold. No further information is available on the repair of the bed at this time.

Event description:
Account alleges the bed will not go into trendelenburg. There was no reported injury or incident.